Event description:
It was reported there was no change in effect at 1 and 3 month post-operative visits; the pump was implanted in 2007. At visits between six weeks, the pt's dose was being changed (decreased) for lower extremity weakness. This was not considered an adverse event by the investigator. The drug used in the pump was gabalon (0.0-50.0 mcg/day). At a refill in 2007, the actual residual drug volume was found to be less than the expected residual drug volume. The variability was greater than the manufacturer's labeled specifications. No troubleshooting was reported. Volume discrepancies were all within specifications at subsequent refills. Dose titration continued over the next year. The pt's symptoms eventually improved and the therapy was noted to be "effective." Various concomitant medications included: primperan, zantac, benet, predonine, imuran, amoban, mevalotin, lipovas, tofranil, tegretol, gabapen, epadel, travelmin.